Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign material that was lodged in switch 1. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: causal inspection on internal switch (sw) detected adhered zinc at electrical contacts. It was presumed that the zinc caused the event. However, it was unable to specify where the zinc entered from, or how the material affected movement of the sw. A root cause could not be identified. Based on the results of the investigation: it was judged that further escalation was unnecessary to reduce risk. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.